Event description:
A home pt (hp) was diagnosed with peritonitis and subsequently hospitalized. Reportedly in 2003 hp presented at the clinic with cloudy effluent and severe abdominal pain. Hp was treated with vancomycin 2g intraperitoneal (ip) once. In 06/2003 hp presented to the emergency room due to severe abdominal pain and cloudy effluent. The hp was admitted to the hospital; the hp's catheter was removed; and hp was transferred to hemodialysis. While hospitalized, hp started an antibiotic course of vancomycin 1g ip once a week for 3 weeks. Hp was released from the hospital in 06/2003 but was re-hospitalized 9 days later due to blood in the stool. To date, the hp is still hospitalized; no further info regarding the pt's condition has been made available by hp's nurse.